Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to higher torque than design expectation was applied to the biopsy port. The event can be prevented by following the instructions for use (IFU) which state: IFU (operation manual) states as follows: important information ¿ please read before use: warnings and cautions: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (channel port rotating) was confirmed. It was observed the instrument channel port was not fixed due to physical stress. In addition, service found the bending angle in up direction was out of specification due to wear of the angulation wire, the bending tube was dented, the electrical connector was corroded due to leakage, and noise was generated due to broken angulation control lever. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the channel port of the subject device was rotating. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device without a delay. There was no report of patient or user injury due to the event.